Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012, the patient reported that the up and down arrow keypad buttons required multiple presses to achieve desired response. Allegedly, there was no damage to the keypad and the issue began about (B)(6) ago. The patient stated that the pump is still in use. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4): testing was able to confirm to unresponsive keypad complaint. The "up","down" & "ok" keys were intermittently unresponsive. The keypad was intact and was removed for inspection: contamination was seen under all key contacts. In addition, the battery compartment was cracked and the display was faded, discolored and difficult to read. Replaced faded display with test display: the test screen was fully functional.